Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized. A blood glucose level was not provided. Customer's healthcare provider alleged hospitalization was a result of "pump failure", however the customer did not believe that the issue was due to a "pump failure". Reportedly, the customer declined to provide any additional information.